Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus delivery. The customer's blood glucose was 325 mg/dl. The customer stated that she was helping a friend move while in hot weather. She stated that the insulin pump had been kept against her skin in her waistband. She noted that she had been sweating a lot. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc and act buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection.